Event description:
Following focused ultrasound treatment on the left side for right side essential tremor patient experienced ataxia and dizziness immediately after treatment. Symptoms were still ongoing 4 days after treatment.

Manufacturer narrative:
Known risk of the device. No new risk has been recognized. No device malfunction detected. Treatment parameters are in line with the typical range. Ataxia and dizziness are known side effects listed in the information for prescribers. The reported side effect is probably associated with the heating and edema of tissues surrounding the intended target. Edema of surrounding tissue with associated neurological deficits or symptoms is occasionally seen after transcranial mrgfus treatment and is an anticipated risk; this edema is typically transient. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.